Event description:
Medtronic received information that approximately six years, ten and a half months following the implant of this transcatheter bioprosthetic valve, a high gradient was observed of 41 mm hg which was an increase from 8 mm hg one year prior. Per the physician, the gradient was suggestive of severe stenosis of the bioprosthetic valve with concomitant aortic insufficiency (ai); the severity of the ai was not provided. It was noted the patient is asymptomatic. No treatment nor intervention was performed. A transesophageal echocardiogram was to be completed for further evaluation, but the appointment date was not reported. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h11: a duplicate regulatory report #2025587-2024-04767 was identified. However, going forward, reportable information received will be captured within this current regulatory report #2025587-2024-07209. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 4 months following the transcatheter valve implant, severe aortic stenosis (as), an aortic valve max velocity was 4.06 meters per second (m/s), and an aortic valve mean gradient of 40.5 millimeters of mercury (mm hg) was reported. Approximately 8 years 2 years following the valve implant, the patient was hospitalized due to a mechanical ground-level fall resulting in a hip fracture. The patient was on hospice and requested comfort care. The patient died the following day. The cause of death noted medical complications of the hip fracture. There was no report of cardiac related symptoms, no cardiac work-up or treatment performed.